Event description:
As surgeons responsible for pelvic reconstructive surgeries, in particular, pelvic floor reconstruction, where we use the capiolim device with the respective suture threads, I have communicated the following fact: since the discontinuation of the absorbable suture supply, where we use it for colpofixation sacrospinatus, we have had postoperative complications due to the fact that the thread is non-absorbable. We have had important granulomas at the site, infectious processes at the site due to the foreign body in the vagina, requiring re-hospitalization of patients requiring spinal anesthesia to attempt to remove the wire, thus causing great harm to patients and hospital costs. In such a way, that we came through this report to request that the suture threads for this purpose become absorbable again so that we can solve these problems.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number and product code was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.